Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a broken basket wire occurred. A intellamap orion¿ was being used with an rhythmia mapping system. The catheter was removed and a broken wire inside the basket was observed. The catheter was exchanged for another of the same intellamap orion¿ catheter. Intermittent signal issues, sensor error 1307 and the catheter not being able to track magnetically occurred; however, they were able to complete the procedure with the same devices. No patient complications were reported and the patient's status is fine.